Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped before the motor error alarm occurred. The customer stated that they were not able to describe the possible damage to the drive support cap due to the whole bottom part of the insulin pump came off. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken off end cap noted also with motor error alarm noted during rewind due to a corroded motor home switch. Unable perform displacement, basic occlusion, prime, excessive no delivery, occlusion or check for e70 alarm due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.